Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection of the returned device noted that there is a small tear in the cord¿s insulation near the strain relief. Complaint of burnt cord could not be confirmed. No evidence of burnt or melted insulation was observed on cord. Footswitch passed all functional tests. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the cord of the device was burned. It was found before a procedure. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.